Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were observed on the pacing lead: failure to capture; sudden rise in thresholds; abnormal impedance; loss pf pacing "with sv". Exit block was also reported .the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.